Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their recharger doesn't make a beeping sound and doesn't connect to their handset and implant. Patient tried charging the recharger, and it seemed like it is charging but not beeping and not connecting to her implant. Agent advised the patient to reset the recharger while off the dock which the patient did but nothing happened. Sent request for replacement. Additional information was received from a manufacturer representative (rep) and patient. The rep called in stating the patient only got the dock but not the wireless recharger. Reviewed per the fed ex report the patient was sent the whole kit. Rep will advise patient to call ps. Agent placed another replacement recharger through repair.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Product ID cd9000 serial# unknown product type multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 31-jan-2023. H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.